Event description:
The initial attorney report alleged pain, swelling, sepsis, adhesions, abscess/infection subsequent additional surgery, small bowel resection, closure of enteric mesh fistula, folded mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - repair of ventral hernia with composix kugel. On (B)(6) 2005 - repair of ventral hernia repair with composix kugel. On (B)(6) 2009 - repair of incisional hernia with sepramesh ip. On (B)(6) 2009 - presented to the ER with acute onset abdominal pain. Reportedly, she became septic and required drainage of a large clostridial abscess. On (B)(6) 2009 - incision and drainage of abdominal abscess. Cultures grew out bacterial infection. On (B)(6) 2009 - underwent a segmental small bowel resection and closure of fistula. Reportedly, a mesh enteric fistula with loop of terminal ileum draining through the sepramesh into the space bordered anteriorly by the two composix kugel meshes was found. On (B)(6) 2009 - incision and drainage of abdominal abscesses. Cultures grew out bacterial infection. On (B)(6) 2009 - presented to the ER with erythema and warmth at her incision site. She was brought to the operating room for exploration and mesh excision. The findings were intra-abdominal abscess secondary to enterocutaneous fistula related to mesh erosion into the small bowel. Mesh was identified both anterior and posterior to the abscess cavity and was noted to be "wadded up" and there was bile stained through out the mesh. As much mesh as possible was excised and the wound was packed. On (B)(6) 2009 - excision of the remaining mesh, a small bowel resection of enterocutaneous fistula with primary stapled anastomosis, and primary repair of the hernia.

Manufacturer narrative:
Initially, the event was previously reported by the pt's attorney. However, review of the medical records showed there to be additional implants. Based on the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt was treated for adhesions and fistula, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00192 for info related to the composix kugel mesh implanted on (B)(6) 2004. The composix kugel mesh implanted on (B)(6) 2005 was reported to the FDA in accordance with rae-(B)(4).